Manufacturer narrative:
A balloon catheter was received, evaluated and retained by this MFR. The balloon was detached and not returned for evaluation. The engineering evaluation indicated adhesive was present at the distal bond area. The distal bond was partially present with a 2mm fragment of balloon material attached. The catheter shaft was elongated from 5mm to 8mm proximal to the distal tip. The device displayed characteristics consistent with exertion against resistance, an elongated shaft, which may have contributed to this event.

Event description:
It was reported a balloon burst at twelve atmospheres during an undetermined procedure, presumed to be an angioplasty procedure, and a segment of the balloon detached in the pt. To date, no further details regarding the circumstances surrounding this event are available. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details regarding the circumstances surrounding the event, co cannot determine the exact cause for this event. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."